Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to engage the atrial setscrew with the wrench while inserting the atrial lead. After removing the wrench from the grommet, the setscrew was attached to the wrench. It was possible to reinsert the screw through the grommet, insert the lead, and ratchet the setscrew. Acceptable measurements were seen following the lead connection, however, the physician was not confident in the security of the lead, and requested a new device. The device was removed, and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.